Event description:
Complainant alleged that during a routine shift check by a clinician, the devices defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction

Manufacturer narrative:
Zoll medical corp. Has not received the device for evaluation and this complaint is still under investigation.